Manufacturer narrative:
Product was not available for evaluation. Co rep working with customer on stabilizing eye before trocar insertion.

Event description:
Reporter noted need to exert quite a bit of force to be able to enter sclera in pediatric eyes with 25 gauge trocar, especially after a lensectomy. No complications, but one case had to be aborted. Pt status was not provided.